Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. Software support team confirmed through csr that patient and care partner were in separate countries and regions. The reported issue is expected behavior. Software support team advised helpline that care partner should create a carelink account in the same country and region as the patient in order to become linked as a care partner. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_n, version pch00112475. (Most likely) root cause: patient and care partner in different countries/regions. Analysis summary: users in different countries and regions, account linking not supported. Care partner created new account and successfully linked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication other device to software. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.